Manufacturer narrative:
Upon receipt, the lead under complaint was found parted approx. 49.5 cm distal to theis-1 connector pin. A proximal and a medial part were returned for analysis. A distal part including the rv shock coil as well as the lead tip was not received. The medial lead fragment measured 8.5 cm. The returned lead fragments were subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead fragments. In particul arapprox. 52 cm distal to the is-1 connector pin the insulation was found rubbed through. This damage can be considered to be the root cause for the clinical observation of noise which led to shocks as mentioned in the complaint description. Based on the characteristics as well as the location of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. Diagnostic images clarifying this assumption were not available. Further investigations demonstrated multiple damages which were most likely occurred during the explantation procedure. These include e.g. The deformations of the conductors between the connectors and the yoke. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR. After an implantation period of about 79 months, oversensing with inappropriate therapy was reported via home monitoring. The lead was explanted and returned to biotronik for analysis.